Event description:
It was reported there was a loss of live image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the input transformer. The system operates as intended.